Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available black box showed no alarms related to the complaint. An ezprime and a 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.